Event description:
It was reported that the insertion through venous wall was difficult. It was stated that after access guidewire was threaded easily, when guidewire was being withdrawn uncoiling was noted. Guidewire withdrew with no resistance completely and tip was visualized. The catheter was inserted successfully and was not removed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an uncoiled guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga powerglide pro midline catheter assembly. The safety mechanism was engaged over the needle tip and the catheter was not returned for the evaluation. Usage residues were observed throughout the sample. The guidewire exhibited a break in the core wire. The coil wire was elongated but intact and the weld tip was intact. Microscopic inspection of the guidewire revealed curved shape memory in the vicinity of the break. The fracture surface was granular and exhibited a region of increased luster. Inspection of the needle bevel revealed mechanical damage along the proximal edge. The break characteristics and needle damage were consistent with damage initiated by retraction of the wire against the needle bevel, followed by tensile (pulling) stress. The guidewire should not be retracted following advancement but should instead be withdrawn with the needle as a unit.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recv1658 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the insertion through venous wall was difficult. It was stated that after access guidewire was threaded easily, when guidewire was being withdrawn uncoiling was noted. Guidewire withdrew with no resistance completely and tip was visualized. The catheter was inserted successfully and was not removed.